Event description:
According to the information received, this valve was explanted due to paravalvular leak. The patient was reported to be in stable condition one day post-operatively. Additional information has been requested.